Event description:
On 11/19/1997, the center director of the alpha therapeutic corporation plasmapheresis center received a call from the health department. The health department stated that an alpha donor (l.d.t.) Was deceased on 11/18/97. The donor's roommate told the health department staff that the donor had gastrointestinal distress on 11/15/97 sometime after his donation. The roommate of the donor stated that they had eaten ground beef and macaroni and cheese for dinner on 11/15/97. The roommate and his daughter also experienced gastrointestinal distress (nausea, vomiting and diarrhea). On 11/17/97 the roommate took the donor to the hospital emergency room for continuing diarrhea and vomiting. The donor was observed in the emergency room and released with a diagnosis of stomach flu. The donor may have been prescribed medication by the emergency room physician. This has not yet been confirmed. On 11/18, the donor was found deceased on the floor of their home by his roommate. The donor's last donation occurred on 11/15/97. The most recent physical examination date was 10/21/97. A review of the donor record file was done. There were no unusual or abnormal findings. The donor was a thirty-three year old caucasian male. After receiving the call from the health department, the center director called alpha corporation's corporate office. An autopsy was performed 11/20/97. The autopsy revealed no obvious cause of death. Toxicology, microbiology and chemistry tests are being performed. Preliminary results reported 11/21/97 for the microbiology cultures were negative. Final results are not expected for four to six weeks. All lot numbers of supplies utilized during the plasmapheresis procedure for this donor on 11/15/97 were identified. Certificates of compliance are available at the donor center for the softgoods utilized in the procedure. The manufacturers of these supplies were notified of this donors death on 11/24/97.